Event description:
It was reported that the patient presented in-clinic for a follow up. Upon interrogation, it was noted that the patient's pacemaker exhibited under-sensing due to atrial flutter events falling into blanking period. No programming changes were made. The patient status was unknown.